Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a high ma error during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.